Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's sister reported that the infusion set pulled out during use which led to high blood glucose level and diabetic ketoacidosis. They tried to treat it with bolus via pump followed by injections. Therefore, on (B)(6) 2023, they called the ambulance, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. His highest blood glucose level related to the incident was 595 mg/dl. Moreover, the infusion had been used for one day or less. During hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment. His sister explained that the emergency staff failed to give insulin for nearly six hours after arriving for diabetic acidosis. At the time of this report, the patient was not released from the hospital. No further information was available.